Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patient who had an implantable neurostimulator. It was reported that patient had stim in wrong location; stating that they can feel stim in their toes, especially the 2nd toe, and that the toe was moving to the left. During the call, patient confirmed ins status with pp showing therapy was on. It was suggested patient decrease stimulation in which they did. Patient started on program 3 at 1.4v and decreased to 1.3v and their toe was no longer moving, so decreasing eliminated the uncomfortable stimulation. On 2018-dec-13 additional information was received from patient reporting that they are feeling a tingling in their legs, feet, and toes from the stimulation. They states that they have already turned the stimulation down "two points", but has not seen a change in their symptoms. Patient noted their stimulation was currently set at 1.1v. It was reviewed expectations with feeling stimulation and the therapy. Also reviewed that the patient can consider decreasing stimulation further to see if that resolves the issue. Patient declined to do any changes over the phone. It was recommended that patient follow-up with the healthcare professional (hcp) if they had continued concerns regarding the stimulation. Patient indicated they would. Furthermore, on 2018-dec-17 additional information was received from patient stating that they have decreased the settings and is still feeling stimulation in the toes. Since decreasing urinary symptoms have returned. Then on 2019-jan-02 additional information was received from patient. It was reported that the circumstances that led to the stimulation in their toes was nothing special and that it just happened all of sudden without any specific reason. No further complications were reported.